Event description:
It was reported that after an initial bunion surgery, all hardware was revised on (B)(6) 2023 due to bunion recurrence. During the removal, a broken screw was discovered. It is unknown when the screw broke. The screw remains implanted in the patient's bone. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was revised on 12-29-2023 due to bunion recurrence. During the removal, a broken screw was discovered. It is unknown when the screw broke. The screw remains implanted in the patient's bone. No other patient outcomes were reported as a result of this event. Additional information indicates the patient was not wearing their boot post-op as required by the surgeon. No devices were returned for evaluation.device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, it is possible that patient non-compliance could have contributed to what the patient experienced. There were no reported issues with the placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.